Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr will replace the abd module on another service visit. The unit operated to manufacturer specifications, except the abd. This unit is not in use and hasn't been used since before (B)(6) 2015.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the cable that connects to the air bubble detector (abd) on the safety monitor was pushed all the way through (this piece is connected to the monitor). The connector end was broken. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) installed a new air bubble detector (abd) module and tested. The unit operated to manufacturer specifications and was returned to clinical use. During laboratory analysis, the circuit board was noted to be returned without the proper electrostatic discharge (esd) protection. The air detect input connector was completely separated from the circuit board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.